Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.

Event description:
It was reported that the unspecified bd¿ vacutainer tubes had caps popping off after use. No reports of exposure to bodily fluid, serious injury or medical intervention noted.